Event description:
It was reported that the patient underwent a surgical procedure involving an sling device due to unspecified reasons. During the procedure a new artificial urinary sphincter (aus) was implanted. No information was provided about the patient's outcome.